Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient took out the programmer so they could make adjustments and there was no connection and the system was down. It was noted that the trial began on (B)(6) 2018. On a second call, the patient reported they were using the remote and it said to enter a passcode. It was reviewed that the patient was in clinician mode and they were walked through getting back to the patient application. The patient stated the screen said they were logged out and it was reviewed how to get the programmer to function correctly. The patient mentioned if they increased the stimulation it started to sting a little bit. The patient was advised to lower the stimulation and that was ok. Troubleshooting was reported to have resolved the issue. On (B)(6) 2018 the patient reported they tried to void several times and nothing came out, it was burning, so they had to catheterize. No further complications were reported.